Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s nurse contacted fresenius to report that the patient¿s apd luer lock connector disconnected from their last bag, a baxter extraneal solution bag, during treatment. The patient was experiencing an ongoing issue with the two products disconnecting. Per the nurse, the patient stated the adapter disconnected from the baxter bag in the middle of the night. The patient woke up to an alarm indicating there was no solution remaining to complete the last fill; all of the solution had leaked out. The patient clamped the line and disconnected without completing their treatment. The patient told the nurse that the connector was not the right size and reported there was something wrong with the molding. Fluid did not come in contact with the patient¿s liberty cycler. The nurse confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Though the patient did not complete their treatment, the pdrn confirmed they were trained to perform manual pd therapy, in addition to stat drains if necessary. The apd luer lock connector was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The actual sample was returned in its original packaging. During the gross visual examination of the returned sample, no irregularities were identified. The dimensions of the sample were inspected with an ansi gauge and found to be within tolerance. Functional testing was then performed. The apd luer-lock adapter was connected to a solution bag and used in a simulated treatment. During the simulated use test, no leaks were observed and no disconnection of the apd adapter was noticed. The simulated treatment was completed successfully without any problems. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The apd adapter performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.